Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing (twos). The physician stated that the twos was due to the patient received several external shocks during a procedure. The twos resolved one day post external shocks. The lead remains in use. No patient complications have been reported as a result of this event.